Event description:
During a check-out procedure at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's system board and display board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported during the check-out procedure at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's system board and display board were replaced to address the issue. The system board and display board were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and display board were functioned as designed and operated without issue or error codes.